Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results are as follows: four devices were received and evaluated for the complaint regardingthe needle button released event. All devices were inspected and tested. The reported complaint about the needle button released could not be confirmed for these devices.

Event description:
Patient reported that he had 10 v-go devices with the needle button popping out before 24 hours. Patient reported that last night the needle button popped out after 10 minutes last night. Patient has 5 v-go devices to return.